Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When that can be had is had and evaluated, those results will be the subject of the follow up mode.

Event description:
The surgeon is reporting that a patient had an arthroscopic shoulder repair with the use of 2 spiralok anchors for fixation, some 2008. Four months later, the patient experienced some sort of trauma, undefined, that may have contributed to post-operative failures of the fixation devices. Somehow it was determined that a re-surgery was in order. Six months later, a re-surgery was performed to remedy the patient's problem. At this point in time, this is all of the information that has been made available to mitek. Questions are out for details and clarity. Also see associated MDR 1221934-2008-00511.